Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the rv and shock channels. The noise resulted oversensing with an inhibition of pacing for a pacemaker dependant patient. Pocket manilupation, isometrics and valsalva were attempted to recreate the noise however this was unsuccessful.